Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. (1) unpackaged drill guide and (1) unpackaged drill were received for evaluation. Visual evaluation noted the distal portion of the drill was bent 0.5 inches from the tip of the device. The tip of the drill was also noted to be deformed. Due to the bending of the drill, both devices were stuck together and could not be separated. The findings indicate excessive force was applied to the device during use.

Event description:
On 09/09/2022, it was reported by a sales representative via (B)(4) that an ar-3600d drill became stuck in the guide during an open pec repair. The drill was unable to be removed from the guide. No patient effect.